Event description:
The event involved a chemoclave¿ vented bag spike and it was that during infusion, leakage from air vent. Lipo-dox was involved in the event. There were 7 events occurred. There was no delay in critical therapy. There was patient involvement, and no patient harm/ adverse event reported.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. A device history review should be performed, and a supplemental report will be submitted.

Manufacturer narrative:
D9 - date returned to MFR: 1/29/2026 received one (1) used. List #ch-14, chemoclave® vented bag spike; lot #14442431. One (1) used. List #unknown, 5% glucose injection 500ml semi-rigid bottle; lot #t8005. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed from the photos received. However, the sample was tested and no leaks were observed. The probable cause of the leak is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.